Event description:
Related manufacturer number: 2017865-2022-16071. It was reported that the patient presented to the emergency room with a burning sensation coming from his device pocket. Upon review, the implantable cardioverter defibrillator(ICD) could not be interrogated. Pocket swelling and redness was noted. The entire ICD system was explanted as a result. The patient condition was stable post-procedure.